Manufacturer narrative:
A company service rep checked the system the next day; replaced the power supply, and returned it for further testing. Investigation, including root cause analysis is in progress.

Event description:
The doctor reported that a fluidics 24v failure error occurred. The operation was converted to an ecce and finished. Current patient status was not provided. Additional information has been requested.